Event description:
A malfunction was reported, identified by a malfunction code, but there were no notable events prior. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support guided the customer in resetting the pump, and after resetting, the malfunction did not recur. The customer was informed to continue using the pump and to call back if the issue reappears, which the customer acknowledged and understood.